Manufacturer narrative:
The customer reported that the bed ids on the central nurse's station (cns), located in the nicu appeared to have changed on their own, with no user intervention. At the time of this event, all the changed bedside monitors (bsms) were alarming. No staff was working on the cns or bsms at the time. The logs from the cns have been retained and are awaiting nihon kohden quality assurance review. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following devices were used in conjunction with the cns: bsms: model #: mu-651ra. Returned to nihon kohden.

Event description:
The customer reported that the bed ids on the central nurse's station (cns), located in the nicu appeared to have changed on their own, with no user intervention. At the time of this event, all the changed bedside monitors (bsms) were alarming. No staff was working on the cns or bsms at the time.

Manufacturer narrative:
Details of complaint: the customer reported that the bed ids on the central nurse's station (cns), located in the nicu, appeared to have changed on their own, with no user intervention. At the time of this event, all the changed bedside monitors (bsms) were alarming. No patient harm was reported. Investigation summary: during the change up, all the alarms and such were alarming for the changed bsms. No one was working on the cns or bsms in this department, at the time of the event, to the caller's knowledge. The device logs were analyzed by nihon kohden. <investigation result> we received a list of devices connected to the network and that of the ip address. In addition, we confirmed the presence of a host1000 within the network. For our investigation, we requested the following additional questions and information, but was not provided with it by the customer. How often does this phenomenon happen? Did it happen before or is this the first time? The settings file for the cns with a screen shot of network settings . The number of the host1000. A screen shot of each host1000 . The cause could not be identified because the information required for the investigation could not be obtained. <actions for the customer> if the phenomenon recurs, please provide the information necessary for the investigation. There is no indication that the cns had malfunctioned. A service history of this cns shows this is an isolated incident. There was no recurrence history for this device.

Event description:
The customer reported that the bed ids on the central nurse's station (cns), located in the nicu, appeared to have changed on their own, with no user intervention. At the time of this event, all the changed bedside monitors (bsms) were alarming. No patient harm was reported.